Event description:
It was observed that during the device evaluation, an indentation at the tip of the insertion part was found. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it was determined that external force was applied to the tip of the insertion device. The external force on the tip of the insertion part interfered with the insertion part sheath and the flexible shaft inside the insertion part, resulting in "external damage (wrinkles on the insertion part)". A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.